Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the device clips were not staying in the jaws and falling out. 03/16/2000: additional info from affiliate. The device was an al326 that was used in an unknown case. The clips were not staying in the jaws and no clips fell into the pt. Another instrument was used to complete the case. There was no consequence to the pt.